Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the critical block and inverse critical block did not add to zero. The customer's blood glucose value was 110 mg/dl. The customer reported that the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer was advised to program a normal bolus into the air and it was recorded in the daily history. The product was not returned for analysis.